Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver dextrose 5% and .25% normal saline with 20meq of potassium via a symbiq pump. It was reported that five to nineteen minutes after starting the primary delivery, the secondary tubing set was connected to the primary tubing set for piggyback delivery of vancomycin 120mg/100ml at a rate of 100ml/hr. The primary solution container was hung below the secondary solution container using one hanger. It was reported while the nurse was programming the pump, it was noted that the secondary solution was flowing into the primary solution container. It ws reported the nurse clamped the secondary tubing set and completed the pump programming. The customer contact indicated that after the secondary tubing was unclamped and secondary delivery was started, it was again noted that the secondary solution was flowing into the primary solution container. The delivery was stopped. The pump was removed from clinical service. Therapy was resumed using a replacement pump. The customer contact stated that after the delivery was resumed using the replacement device, backflow was again noted from the secondary solution container into the primary solution container. The tubing sets and the solution containers were replaced and therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).